Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h11. Mayfield modified skull clamp (a1059) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The definite root cause cannot be determined. However, based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2024-00178: a facility reported that prior to posterior cervical spine surgery, the mayfield modified skull clamp (a1059) slipped while in contact with the patient. Information on patient injury and surgical delay is unknown.